Manufacturer narrative:
Patient initials are (B)(6). The exact date of screw loosening is unknown; however, the issue was addressed via revision on (B)(6) 2016. Partial UDI number: (B)(4), lot unknown. The original implant procedure was performed on an unknown day in (B)(6) 2015. Per facility, the complainant parts were returned to the patient and will not be available for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to reports of pain. The patient was originally treated for an elbow fracture in (B)(6) 2015. On an unknown post-operative date, x-ray images were taken following complaints of pain and discomfort. The images identified that two (2) of the originally implanted screws had loosened. During the revision, those two (2) screws were removed intact. As the fracture had reportedly healed, the patient was not fixated with any new implants. The procedure was completed successfully and the patient was noted to be stable. Concomitant device(s) reported: plate (part/lot: unknown / quantity: 2). This report is 1 of 1 for (B)(4).